Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). Investigation summary: two opened and re-sealed shelf cartons with labels from batch #0297644 (B)(4) were received. The cartons contained 364 sealed packaged 3ml syringes. The samples were visually evaluated. The packages were all confirmed to be from batch #0297644 (B)(4). 1 syringe had no defects. 363 of the syringes were observed to have major missing print with ink rings present. Most of the scale markings were not present on these barrels. Potential root cause for the missing print defect is associated with the marking process. Clogged manifold was determined to be the cause of the marking issue. The defect was found during the manufacture of this batch. Immediate corrections and containment actions took place. It is possible that during requalification activities per aql, a limited number of pieces with this defect escaped detection. A quality alert will be issued plant wide to raise awareness of this defect. No additional corrective actions are necessary at this time based on the defective rate identified. Batch 0297644 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the missing print defect is associated with the marking process. Clogged manifold was determined to be the cause of the marking issue. The defect was found during the manufacture of this batch. Immediate corrections and containment actions took place. It is possible that during requalification activities per aql, a limited number of pieces with this defect escaped detection. A quality alert will be issued plant wide to raise awareness of this defect. Due date: (B)(6) 2021. The aql for missing print is 0.25%. The defective rate identified is 363 out of 766,400, which is .047%. No additional corrective actions are necessary at this time based on the defective rate identified. Batch 0297644 is considered in compliance with our product specification requirements.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced missing scale markings. The following information was provided by the initial reporter: material no: 309657, batch no: 0297644. Our anesthesia department discovered the 3ml syringes had no ml markings and brought them to me. We than checked our main storeroom and nursing units for stock. We have two boxes of 200 each of the affected product. Not all boxes related to that lot number where effected. When checking we discovered some boxes at first glance had the markings, however when we checked deeper into the box, the bottom layers did not have the markings.